Manufacturer narrative:
Physio-control did not evaluate the device. A third part service agent evaluated the device and verified the reported failure. Then he replaced the power pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.

Event description:
It was reported that the device did not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed power pcb assembly was returned to physio-control for evaluation. Physio-control verified the reported failure. It was determined that the integrated circuit chip, designator u5, located on the power pcb assembly was shorted from pin 12 to 13 and caused the device not to turn on.